Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that freestyle libre sensors continue to be safe, effective, and perform as intended in the field. A tripped trend review was conducted for the reported complaint and freestyle libre sensors, no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An error message was reported with the adc device in use with the samsung s10 phone with android operating system version 10. The customer received an "unspecified sensor" message and was unable to obtain readings. The customer experienced the following symptoms described as " cold, not able to speak, glass eyes/stare, disoriented and anxiety." An unspecified third-party treatment was provided. There was no report of death or permanent impairment associated with this event.

Event description:
An error message was reported with the adc device in use with the samsung s10 phone with android operating system version 10. The customer received an "unspecified sensor" message and was unable to obtain readings. The customer experienced the following symptoms described as " cold, not able to speak, glass eyes/stare, disoriented and anxiety." An unspecified third-party treatment was provided. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Additional information: section d4 (UDI) & (sn) have been updated based on the returned product. Section h4 (device mfg date) & d4 (device expiry date) have been updated based on the returned product download. Sensor (B)(6) has been returned and investigated. Visual inspection was performed on the returned sensor patch, no issues were observed. Watermark was observed at the base of the sensor tail indicating the sensor was properly inserted. Data was extracted using approved software and extraction was successful. The returned sensor was further investigated and de-cased. Visual inspection was performed on the unit printed circuit board assembly (pcba) no issue was observed. The returned battery voltage was measured to be within specification. Performed a source measure unit (smu) test to check that the returned sensor's electronics were functioning properly. Observed the returned sensor's poise voltage values within specification, indicating the sensor was providing accurate glucose readings. No malfunction or product deficiency was identified. Therefore, this issue is not confirmed. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The DHR for the libre sensor and sensor kit indicated by the serial number provided by the customer was reviewed. The dhrs showed the libre sensor and sensor kits passed all tests prior to release and there was no indication that the product did not meet specifications. All pertinent information available to abbott diabetes care has been submitted.